Manufacturer narrative:
Additional information was added to d1: brand name, d4: catalogue #, d4: unique identifier (UDI) #, d9, g4: PMA/510k # or bla #, h3, h6, and h11: d4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing was performed and no issues were observed. The set was connected to the machine and there were no issues or alarms during testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the fill phase of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection on the set up, which resulted in a leak. Renal therapy services (rts) assisted the patient with ending the therapy session and disconnecting the supplies. The patient would drain manually. Proper procedures per the user manual were reviewed with the caregiver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.